Event description:
The customer called to report that they were hospitalized for high blood sugar levels. It was indicated that the customer had flu like symptoms prior to the event. It was reported that the back pressure sensitive alarm occurred and the customer did not change out their set when the alarm occurred. The customer had to call the paramedics and was transported to the hospital. Upon arriving at the hospital, the customer was treated with insulin. The customer was educated on the alarm and to call the helpline for assistance.